Event description:
User facility medwatch received from cdrh which states "perclose percutaneous arterial puncture site closure device applied after cardiac catheterization resulted in arterial injury and thrombosis of the superficial femoral artery. This required emergency vascular surgery for arterial reconstruction. Thrombectomy and limb salvage followed by ICU admission and impatient hospitalization. The patient subsequently developed deep venous thrombosis necessitating long term anticiagoulation with coumadin." Additional informattion has been requested from the customer. At present, no additional information has been received.

Event description:
The following additional info was received from the reporter after submission of the initial medwatch: the perclose device was used following a cardiac catheterization. The pt's pulses were reported to be "normal" pre-procedure. Post-procedure the pulses were absent and the pt complained of severe leg pain. The pt was kept in post-recovery for 10-hours "trying to walk it off" per physician order. The pt was then taken to surgery for a thrombectomy. The reporter stated, "from the superficial femoral artery to the entire lower extremity, was thrombosed." The reporter stated, "post-operatively, one pulse was restored, the foot was viable and the ischemic pain was gone." The pt stayed in the ICU "a few days" following the surgery and then discharged home. One week after discharge the pt returned to the facility with a deep vein thrombosis to the right lower extremity. The pt was admitted to the hosp to received anticoagulation therapy. The pt was discharged home on long term oral anticoagulants.

Event description:
User facility medwatch received from cdrh which states "perclose percutaneous arterial puncture site closure device applied after cardiac catheterization resulted in arterial injury and thrombosis of the superficial femoral artery. This required emergency vascular surgery for arterial reconstruction, thrombectomy and limb salvage followed by ICU admission and inpatient hospitalization. The pt subsequently developed deep venous thrombosis necessitating long term anticoagulation with coumadin." Add'l info has been requested from the customer. At present, no add'l info has been rec'd.